Event description:
It was stated that the customer was hospitalized with a low blood glucose of 32 mg/dl. It was stated that the customer had been experiencing low blood glucose levels for five days prior to the event, and believes that the insulin pump is not working properly. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. No exposure to strong magnetic fields reported. Later, a follow up call was made to check on the customer. The customer was still in the hospital, but was now experiencing high blood glucose levels. The staff was purposely giving her less insulin for fear of her blood glucose dropping again. The customer was told to go back on manual injections until she spoke with her doctor, and had him check all of her settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.